Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the implant site. It was also noted that the patient could not charge the ipg and was having inadequate stimulation. The patient underwent an ipg explant procedure. No device malfunction was suspected.